Event description:
It was reported that during a robotic prostectomy procedure, the reload fired, but the staples were not formed. The cartridge fell into the pt's body. It was retrieved.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.